Manufacturer narrative:
(B)(4) - (lens not sitting well). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/exchanged for the same size and diopter icl, two weeks postoperatively, to address malposition ("not sitting well "). No reported loss of bcva and no reported postoperative sequelae. It should be noted that user error (improper placement during the initial surgery) could have caused/contributed to the event. Per dfu: "the visian icl is intended to be placed entirely within the posterior chamber directly behind the iris and in front of the anterior capsule of the human crystalline lens. When correctly positioned, the visian icl functions as a refractive element to optically reduce moderate to high myopia." The reassessment will be performed when (if) additional information is obtained. Conclusions: based on the complaint history, work order search and the medical review, a possible root cause of the event could have been user error (improper placement during the initial surgery). (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to the lens not sitting well in the patient's eye. The lens was exchanged for another same model/diopter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.